Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 22-jun-2026. The unit received a noise complaint. The issue was confirmed, and the filter assembly was found to be improperly installed. Data logs indicated a low 02 condition caused by a leak in the product manifold due to debris under the check valve. The zeolite had absorbed excessive moisture, resulting in column contamination. The uip had scratches, likely caused by rough cleaning.

Event description:
It was reported that the patient's unit was not producing enough oxygen and it was noisy. As a result, the patient's oxygen levels had dropped. Replacement columns were sent to the patient to resolve the issue. The inogen team attempted to contact the patient for further information three times with no response.